Event description:
The customer emailed mentioning that the single use aspiration needle broke in the patient's lung towards the middle of a diagnostic endobronchial ultrasound (in 49 year old, weighing 223lb, caucasian, male patient). No delay reported and the procedure was completed. The physician was able to retrieve the needle piece before ending the procedure. The reported device issue did not affect diagnostic or therapeutic outcome of the procedure. There was no report of harm. The device was inspected before use. The package was closed and needle looked fine.